Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: post manta deployment, post angio showed slow flow, the physician decided to balloon pta to access flow. Balloon angioplasty with self-expanding stent to the right cfa. Post pta the physician decided to place a self-expanding nitinol stent to further protect distal flow. Post stent deployment flow returned to normal timi iii flow, the physician was satisfied with end result and patient was transferred to the holding area for observation. Additional information 19may2022: during a tavr procedure, a single micro puncture access was obtained under ultrasound in the center of the femoral head of the right cfa. The right cfa vessel measured at 6.4 x 6.3mm and reported to have no calcification and no tortuosity. The manta depth was measured at 5.5cm. During the tavr procedure, there were no reported issues of difficulties with the sheath transitions in or out. Visual inspections pre/post sheath removal showed no issues or deformations. Prior manta deployment, bp was 156/81mmhg, act was 215 seconds, a total of 8000 units of heparin was administered intravenously. Time to hemostasis was immediate. Current patient condition is reported as stable condition. The leg had good color/pulse/capillary refill.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities reported related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the right common femoral artery. Ultrasound and micropuncture were utilized to gain a central femoral head positioned access. The arteriotomy was 6.4mm x 6.3mm, no calcification or tortuosity, with a depth measurement of 5.5cm + 1cm. No issues were encountered advancing or withdrawing the procedure sheaths. Visual inspection pre and post sheath removal did not reveal any issues or deformations. Following deployment, hemostasis was immediate; however, a post procedure angiogram showed slow flow. A balloon was inflated, and a covered stent was placed to remediate the occlusion, and the patient was transferred to recovery for observation. The root cause of the vessel occlusion is inconclusive due to the lack of information pertaining to the initial and deployment procedures, patient conditions and environment, and no device or angiograms submitted for investigative purposes. However, it could possibly be due to the anchor adhering to the distal wall or possibility that collagen was pushed entirely or partially into the vessel during lock advancement, thereby causing an occlusion of the vessel. Based upon previous similar incidents, another contributing factor to vessel stenosis could be from a dissection. Dissections are a common large bore procedure complication, and it cannot be easily concluded if a dissection is caused by the manta or during the procedure. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery, and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.